Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial uncovered stent was used during a stenting procedure within a patient with lung cancer, on (B)(6) 2010. According to the complainant, the patient's anatomy was moderately tortuous. During the procedure resistance was encountered as the deployment suture was released. As a result, the position of the partially deployed stent was shifted from the desired location. The partially deployed stent was removed from the patient, without complications. The stent was able to be fully deployed outside the patient; however resistance was encountered. The procedure was successfully completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4) - the reported issue of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.